Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a colon resection performed however patient was taken back to the operating room 10 days post op and a second operation was performed. It was determined that the patient had a leak 2cm just below the staple line. The surgeon used suture to close the hole. The surgical time was extended to 30 minutes or more and that patient had an extended hospitalization.